Event description:
It was reported that the pt presented two yrs post filter implant with shortness of breath and CT scans demonstrated one filter limb appeared to be fractured and was extending into the renal vein. Bilateral pulmonary emboli were observed in the upper and lower lobes of both lungs as well as the right middle lobe. Cavagrams demonstrated that the ivc was 80% occluded with clot at the level of the filter. Several days later, a thrombectomy procedure was performed with an angiojet device; however, this was unsuccessful in relieving the clot burden. Attempts to retrieve the filter were not performed. The pt was placed on heparin and is currently in the ICU.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Manufacturer narrative:
The filter remains implanted. Therefore, a sample evaluation could not be performed. CT and x-ray images were received and reviewed. A CT abdomen study was performed approximately two years after the reported filter implant the vena cava appears to curve slightly to the right at the level of the implanted filter in the coronal images. The filter is in position below the renal veins. The filter apex is seen along the right lateral caval wall in the axial and coronal images. One filter limb can be seen extending slightly outside of the ivc lumen to the left. In the axial CT images, the filter limb a pears elongated, indicating a horizontal position relative to the long axis of the filter, and is approximately level with the top of the filter apex. An ap abdomen x-ray without contrast was taken one year after the CT study. The vena cava is not visualized; however, the filter is visible to the right of the spine with the apex at the level of mid l2. There is no retrieval hook at the apex. The filter is noted to be leaning slightly to the right from the vertical axis in this projection, which coincides with the anatomical configuration of the vena cava. The filter appears to be expanded one filter arm appears to be superiorly flexed at the apex, forming a steep angle from its original configuration and extending to the left of the ivc. The filter arm appears to be attached to the apex. It cannot be determined by the CT or x-ray images if the filter arm extends into the left renal vein. No detached filter limbs can be seen. Based on the images provided, a detached filter limb cannot be confirmed. A filter limb extending into the renal vein cannot be confirmed. Conclusion: based on the image review, the results of the investigation are inconclusive for detachment of filter arm. As lung scans were not returned for review, the reported pe could not be confirmed and the results remain inconclusive. The current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. G2 filter removal: do not attempt to remove the g28 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all released criteria. The device was not returned images and medical records were received. Based on the medical record review, a detached limb can be confirmed. In addition, thrombus covering approximately 80% of the diameter of the ivc and the presence of bilateral pulmonary emboli can be confirmed. Unable to determine the root caused based upon the available information. The definitive root cause is unknown. Based on the images provided, a detached filter limb cannot be confirmed. A filter limb extending into the renal vein cannot be confirmed. The current IFU (instructions for use) states- warnings/potential complications filter fractures are a known complication of vena cava filters note it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to acute or recurrent pulmonary embolism. This has been reported despite filter usage it is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Manufacturer narrative:
Received medical records for review.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): the patient had a vena cava filter deployed for pe prophylaxis prior to a knee procedure. Two years post filter deployment, the patient presented to the ER with complaint of shortness of breath. A CT scan of the chest and abdomen demonstrated intraluminal filling defects within the upper and lower lobes as well as within the right middle lobe. Two small cysts were identified on the posterior right hepatic lobe and another small cyst located on the left lobe. The ivc filter appeared to be in good position inferior to the renal takeoffs. A detached filter limb was identified extending along the ivc. Four days later, a filter retrieval procedure was performed. A venacavagram demonstrated thrombus within the ivc filter. Thrombus covered approximately 80% of the diameter of the ivc and a small amount of thrombus that extended superiorly to the ivc filter. A thrombectomy procedure was performed to remove the thrombus in the ivc; however, there was very little change to the appearance of the clot. The suprarenal ivc was very large and felt to be too large for a suprarenal ivc filter placement. There were no attempts made to retrieve the filter and the procedure was concluded. Two weeks later, a follow up with a physician indicated the shortness of breath and hypoxia had resolved. Medical records review (second): the patient presented for a vena cava filter deployment procedure. The left femoral vein was accessed utilizing a modified seldinger technique and an 8 french sheath was inserted. An intravascular ultrasound probe was inserted and measurements were taken. The filter was deployed. The catheter and sheath were removed and pressure was held at the left groin for hemostasis. There were no complications and the patient was transferred to the operating room for a right knee procedure. Image review: a CT abdomen study was performed approximately two years after the reported filter implant. The vena cava appears to curve slightly to the right at the level of the implanted filter in the coronal images. The filter is in position below the renal veins. The filter apex is seen along the right lateral caval wall in the axial and coronal images. One filter limb can be seen extending slightly outside of the ivc lumen to the left. In the axial CT images, the filter limb appears elongated, indicating a horizontal position relative to the long axis of the filter, and is approximately level with the top of the filter apex. An ap abdomen x-ray without contrast was taken one year after the CT study. The vena cava is not visualized; however, the filter is visible to the right of the spine with the apex at the level of mid l2. There is no retrieval hook at the apex. The filter is noted to be leaning slightly to the right from the vertical axis in this projection, which coincides with the anatomical configuration of the vena cava. The filter appears to be expanded. One filter arm appears to be superiorly flexed at the apex, forming a steep angle from its original configuration and extending to the left of the ivc (¿saluting arm¿). The filter arm appears to be attached to the apex. It cannot be determined by the CT or x-ray images if the filter arm extends into the left renal vein. No detached filter limbs can be seen. Based on the images provided, a detached filter limb cannot be confirmed. A filter limb extending into the renal vein cannot be confirmed. Conclusions: the device was not returned. Images and medical records were received. Based on the medical record review, a detached limb can be confirmed. In addition, thrombus covering approximately 80% of the diameter of the ivc and the presence of bilateral pulmonary emboli can be confirmed. Unable to determine the root caused based upon the available information. The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Complications may occur at any time during or after the procedure. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Caval thrombosis/occlusion. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
It was reported that the patient presented two years post filter implant with shortness of breath and CT scans demonstrated one filter limb appeared to be fractured and was extending into the renal vein. Bilateral pulmonary emboli were observed in the upper and lower lobes of both lungs as well as the right middle lobe. Cavagrams demonstrated that the ivc was 80% occluded with clot at the level of the filter. Several days later, a thrombectomy procedure was performed with an angiojet device; however this was unsuccessful in relieving the clot burden. Attempts to retrieve the filter were not performed. The patient was placed on heparin and is currently in the ICU. Received limited new information: it was reported that the patient expired sometime (date not provided), post vena cava filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding the patient¿s death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient¿s death.